Event description:
It was reported that there was concerns about loss of capture (loc) on the right ventricular (rv) lead. Upon review, technical services (ts) revealed difficulties in determining conduction patterns when comparing the presenting electrocardiogram. There may be intermittent loc associated with some type of fusion. Due to these inconsistencies, it is recommended to bring the patient in for further evaluation at the clinic. Currently, this rv lead remains in service and no adverse patient effects were reported.